Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery. The 4 x 120 supera veritas self expanding stent system (sess) was advanced to the lesion without issue. After approximately 100 mm of the stent was deployed, no more of the stent could be deployed. Multiple attempts were made, but the stent could not be completely deployed; therefore, the deployment lock was prematurely unlocked and the stent was able to be deployed successfully. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The supera veritas instruction for use (IFU) states: when final deployment is desired, retract the thumb slide into the proximal most position; rotate the deployment lock (8) to the left to allow for the thumb slide to advance to the distal most position; advance the thumb slide to the distal most position on the handle and confirm that the proximal stent has emerged from the outer sheath and is released.